Event description:
The complainant alleged that the ICU clinicians were attempting to defibrillate a 60 year old male pt in cardiac arrest, but the device screen went blank and they were unable to charge the device. The clinicians then plugged the device into ac outlet, and twice turned the device on/off, but the screen still remained blank. The clinicians then obtained another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.